Event description:
It was reported that no disposable alarm was experienced and pump wont run. Unresolved with troubleshooting. Air in line. Patient not affected. No additional information available.

Manufacturer narrative:
Correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.